Manufacturer narrative:
An event regarding a assembly issue for a contemporary. Introducer was reported. The event was not confirmed. Method and results: device evaluation and results: a visual inspection of the returned part noted the device was in good condition, some marks consistent with use was noted nothing else was noted functional test was performed and the device was found compliant, the instrument was also assembled to a cup, and there was no issue to hold and to remove the cup from the instrument medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of this event could not be determined based on the information available. The returned product was reviewed and no issues was detected. If additional information becomes available, this investigation will be reopened.

Event description:
The hospital through the nurse has reported the following to customer service. During use of the contemporary introducer, it was difficult to tighten. The feather seems week. This event had no impact on surgery and no delay. They proceeded with the surgery by using another instrument from another set available. The delay was a maximum of 1-2 minutes.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The hospital through the nurse has reported the following to customer service. During use of the contemporary introducer, it was difficult to tighten. The feather seems week. This event had no impact on surgery and no delay. They proceeded with the surgery by using another instrument from another set available. The delay was a maximum of 1-2 minutes.